Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 22 mg/dl. The wife stated that her husband's blood glucose was 40 points off. The customer spoke with health care provider and he might have bloused too much. The customer also had sensor glucose versus blood glucose differences from the pump. The customer was advised of the differences. The customer was advised to call back when they are able to upload to carelink.